Event description:
It was reported, the customer received a button error alarm after inserting a new battery. It was found the insulin pump malfunctioned during a bolus delivery. Customer stated the insulin pump continued to deliver insulin without stopping, leading the customer to take out their battery. The customer's blood glucose was 279 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at a reservoir tube window corner and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.